Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, instructions for use, and quality control data. One stone extractor was returned for investigation. The returned packaging indicated the complaint lot number as 8529188. The device was returned with the handle and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.7 cm in length. Visual examination noted the basket sheath is smashed 1.4 cm from the distal tip. The basket formation has a flattened appearance. One wire has been broken. Functional testing notes the handle actuates the basket formation. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records shows there are no other complaints that have been associated with the complaint device lot number 8529188. The instructions for use (IFU) contains the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Evaluation of the returned device found the basket shape was flattened, the basket wires were not symmetrical with all four wires equally spaced. It was also found that one of the basket wires was broken, and the sheath was smashed 1.4 cm from the distal tip. It is likely that the basket was damaged with the basket in the closed position when the sheath became smashed. The cause of the observed damage could not be determined. Per the quality engineering risk assessment, no additional mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported they were about to perform an retrograde intrarenal surgery (rirs) in the kidney. When they tried to use the ncircle tipless stone extractor basket it would not open. It was further explained, when they opened the ncircle the wires stuck together, so instead of 4 wires, it was actually only 2. The device did not make patient contact. A smaller size was used instead. There were no adverse consequences to the patient as a result of this occurrence.